Manufacturer narrative:
The device was received for evaluation. Internal and external inspection was performed and no issues were noted. Internal visual inspection revealed connections were correct and secure, no evidence of moisture or pest infestation, and no internal part damage. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The event history log review showed during drain 2 of 4, the patient encountered a low drain volume alarm. The stop and enter buttons were pressed several times and the drain cycle was bypassed with 1580 ml of 2500 ml removed from the patient. The patient then received a fill of 2500 ml during fill 3 of 4 and once again the drain cycle was bypassed with a removal of 2142 ml. The logs revealed the patient retained 1536 ml and then during fill 4 of 4 received a fill volume of 2500 ml. Drain 4 of 4 was bypassed and a negative uf alarm was encountered and after several more key presses a manual drain was performed and bypassed. The direct cause for the overfill was determined to be numerous bypassing of the low drain volume alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feelings of being overfilled, trouble breathing and nausea. The patient was connected to the homechoice device at the time of the events (during a drain). The patient reported the device ¿kept alarming and overfilling¿. The patient attempted to bypass a low drain volume alarm and was unsuccessful; therefore, they disconnected and drained manually. Draining was reported to relieve the patient¿s symptoms. The patient reported that when disconnecting for manual drain, the bag was overfilled. There was no medical intervention associated with this event. No additional information is available.